Event description:
It was reported that the customer was going through batteries in 1 day. Customer stated that on (B)(6) 2014, she was hospitalized due to a low blood glucose level. Customer was waiting in line for a ride and she began to shake violently and passed out. Customer thinks that she bolused too much for her breakfast and it caused the low blood glucose level. Customer will be getting a replacement battery cap. Customer was using an aaa kirkland signature battery. Customer was advised to monitor the pump. Customer's pump shut off this morning for 5 minutes. Customer was advised to call back if the issue continues. Customer's blood glucose level was 146 mg/dl. It was found that the pump was exposed to sweat. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.